Event description:
It was reported the stretcher allegedly lowered one notch when the pt sat on the cot and leaned back. It was reported the stretcher was approx knee level prior to the alleged lowering. There were no injuries reported with this incident.